Event description:
This case was initially received via regulatory authority (FDA, reference number: mw5106984) on 22-feb-2022. The most recent information was received on 15-jul-2022. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') and osteoarthritis ('osteoarthritis') in a 43-year-old female patient who had essure (batch no. 705317) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient experienced osteoarthritis (seriousness criterion disability), back pain ("back pain"), heavy menstrual bleeding ("heavy menstrual cycles"), rash ("unexplained rashes"), arthralgia ("joint pain/ hip pain"), alopecia ("hair loss"), tinnitus ("ringing in the ears"), myalgia ("muscle pain"), muscular weakness ("muscle weakness"), hypoaesthesia ("numbness in thigh"), pain in extremity ("pain in thigh"), pain of skin ("painful skin on legs"), vitamin d deficiency ("vitamin d deficiency") and polycystic ovaries ("pcos"), 1 year 1 month after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy genital bleeding") and tooth loss ("teeth loss"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2022. At the time of the report, the pelvic pain, osteoarthritis, back pain, heavy menstrual bleeding, rash, arthralgia, alopecia, tinnitus, myalgia, muscular weakness, hypoaesthesia, pain in extremity, pain of skin, vitamin d deficiency, polycystic ovaries and genital haemorrhage outcome was unknown. The reporter considered alopecia, arthralgia, back pain, genital haemorrhage, heavy menstrual bleeding, hypoaesthesia, muscular weakness, myalgia, osteoarthritis, pain in extremity, pain of skin, pelvic pain, polycystic ovaries, rash, tinnitus, tooth loss and vitamin d deficiency to be related to essure. The reporter commented: disability or permanent damage mentioned but not assigned to any of the events. Lot number: 705317; manufacture date: 2010-01; expiration date: 2013-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2022: plaintiff fact sheet received. Event pelvic pain, genital bleeding & tooth loss added. Event rash nos updated rash on face & eye. Essure removal date & details updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority FDA (reference number: mw5106984) on 22-feb-2022. The most recent information was received on 09-nov-2022. This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain female") and osteoarthritis ("osteoarthritis") in a 43 year-old female patient who had essure inserted (lot no. 705317). Additional non-serious events are detailed below. The patient had a medical history of c-section, paratubal cyst and menometrorrhagia. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, 405 days after essure insertion, she experienced osteoarthritis (seriousness criterion disability), back pain ("back pain"), heavy menstrual bleeding ("heavy menstrual cycles"), rash ("unexplained rashes"), arthralgia ("joint pain/ hip pain"), alopecia ("hair loss"), tinnitus ("ringing in the ears"), myalgia ("muscle pain"), muscular weakness ("muscle weakness"), hypoaesthesia ("numbness in thigh"), pain in extremity ("pain in thigh"), pain of skin ("painful skin on legs"), vitamin d deficiency ("vitamin d deficiency") and polycystic ovaries ("pcos"). Essure was removed on (B)(6) 2022. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), genital haemorrhage ("heavy genital bleeding"), tooth loss ("teeth loss") and device expulsion ("foreign body of the uterus"). The patient was treated with surgery (hysterectomy & bilateral salpingectomy, da). At the time of the report, the outcomes for pelvic pain, osteoarthritis, back pain, heavy menstrual bleeding, rash, arthralgia, alopecia, tinnitus, myalgia, muscular weakness, hypoaesthesia, pain in extremity, pain of skin, vitamin d deficiency, polycystic ovaries, genital haemorrhage and device expulsion were unknown. The reporter considered alopecia, arthralgia, back pain, device expulsion, genital haemorrhage, heavy menstrual bleeding, hypoaesthesia, muscular weakness, myalgia, osteoarthritis, pain in extremity, pain of skin, pelvic pain, polycystic ovaries, rash, tinnitus, tooth loss and vitamin d deficiency to be related to essure administration. The reporter commented: disability or permanent damage mentioned but not assigned to any of the events. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: final diagnosis: uterus. Uterus, cervix, bilateral fallopian tubes. Uterus, cervix, bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: cervix: chronic inflammation, nabothian cysts. Endometrium: inactive endometrium. Myometrium: intramural leiomyoma (1.1 cm). Serosa: no specific pathologic change. Left fallopian tube: metallic coil, para tubal cyst. Right fallopian tube: metallic coil , para tubal cyst. The cervix shows chronic inflammation and nabothian cysts. The endometrium is inactive. The myometrium shows an intramural leiomyoma. The serosa is unremarkable. The left and right fallopian tubes have para tubal cysts and also contain metallic coils. Gross description: endometrium: thickness of hemorrhagic. Are the ends are noted. The endometrium is tan-pink, focally congested and glistening with an average 0.1 cm. The endometrium near the left and right cornual regions is focally protruding into the endometrial cavity in the left and right cornual regions of two silver metallic essure coils. No additional endometrial abnormalities myometrium: the tan-pink, rubbery and trabecular myometrium ranges from 1.0 to 2.2 cm in thickness. Identified in the anterior aspect is a 1.1 cm tan-yellow, circumscribed intramural nodule. The nodule cut surfaces are tan-white to tan-yellow, rubbery to soft and without hemorrhage or gross calcifications. No additional focal abnormalities are identified. Left fallopian tube: the attached left fimbriated fallopian tube is 6.5 cm in length by 0.3 to 0.7 cm in diameter. The tube serosa is pink-purple, focally congested and glistening with delicate pink-red adhesions. Sectioning reveals a silver metallic essure coil confined to the proximal one third of the tube lumen. Further sectioning reveals a pinpoint to stellate lumen throughout the remainder of the tube. No perforations or additional focal abnormalities are identified. Right fallopian tube: the attached left fimbriated fallopian tube is 6.3 cm in length by 0.3 to 1.0 cm in diameter. The tube serosa is pink-purple! Focally congested and glistening with delicate pink-red adhesions and several smooth-lined, unilocular cysts. The cysts range from 0.1 to 0.3 cm and contain clear, watery fluid. Sectioning reveals a silver metallic essure coil confined to the proximal one-third of the tube lumen. Further sectioning reveals a pinpoint to stellate lumen throughout the remainder of the tube. No perforations or additional focal abnormalities are identified. Lot number: 705317, manufacture date: 2010-01, expiration date: 2013-01. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 09-nov-2022: medical record received. Event device expulsion added. Medical history & lab data added. Reporter information added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.